Event description:
During a pulmonary vein isolation procedure, an air embolism occurred and patient subsequently passed away the following day. Following transseptal puncture, resistance was noted when inserting an advisor fl 7.5 fr. Catheter through the sheath. It was inserted successfully, but air was aspirated through the sheath and an air embolism was noted on the ECG; the physician attempted to aspirate the air using the syringe. The patient experienced asystole and was stimulated. Later, the patient experienced ventricular fibrillation and was shocked in excess of 10 times and an lvad was placed to stabilize the patient and let the air embolism re-absorb. A coronary angiography was performed and the contrast media did not enter lad and rca because of the air occlusions. The patient passed away the following day.

Manufacturer narrative:
An event of resistance inserting the catheter into the sheath, air aspirating through the sheath, an air embolism, and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when the returned dilator was inserted. However, functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals, air embolism and subsequent patient death remains unknown.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when the returned dilator was inserted. However, functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The swartz IFU states, under potential complications that ¿complications that may occur during use of this device include but are not limited to: air embolism.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the catheter insertion difficulty, air embolism, torn seals and subsequent leak is consistent with damage during use.